Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time that tripped elective replacement indicator (eri) after having been implanted for less than two years. This ICD will be explanted and returned for analysis. Additional information was received that this ICD was successfully explanted and replaced with a new guidant device. During the procedure a chronic, capped lead was explanted due to noise that was oversensed by the newer competitive lead, which remains implanted, and resulted in inappropriate shocks.